Event description:
Consumer complaint of high control results. Performed back to back blood tests at the time of the call, 376 mg/dl and 446 mg/dl. Reviewed that last 5 blood results in the meter memory. Customer states her normal ranges should be within 125 mg/dl-140 mg/dl fasting and 2 hours after eating. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation indicated no defect found. Most likely underlying root cause of malfunction: user had poor storage of test strips.